Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending artery. The 15mm x 3.00mm nc quantum apex balloon catheter was advanced for predilation. The balloon was first inflated at 12 atmospheres for 20seconds. The device was pulled back a little. The second balloon inflation was done at 18 atmospheres for 20 seconds however the balloon ruptured. The device was removed intact. The procedure was completed using another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the nc quantum apex catheter was received inside an nc quantum apex shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1mm from the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).